Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was discarded by the manufacturer.

Event description:
It was reported by a company representative that a doctor was doing a follow-up with patient due to a protrusion of the patients skull. Doctor found resorbable plate broke in patient and removed.